Event description:
It was reported that the coil was found broken out of the package and therefore the device was not used in the patient.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The proximal end of the pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted. (B)(4).